Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became shattered. Reportedly, the touchscreen display is now unresponsive and unreadable. Troubleshooting with tandem technical support was performed. Customer had elevated blood glucose levels (391 mg/dl). Contact stated they will use manual injections to stabilize blood glucose level and to continue insulin therapy.